Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with abdominal pain and cloudy effluent fluid on (B)(6) 2020. A peritoneal effluent fluid culture was obtained, and the patient was started on prophylactic intraperitoneal (ip) vancomycin 1 gram daily and ceftazidime 1 gram daily. On (B)(6) 2020, the peritoneal effluent fluid cultures returned positive for enterococcus avium, escherichia coli and providencia rettgeri. The patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2020 through (B)(6) 2020, for the intravenous (IV) administration of imipenem 500 mg x 26 days. Causality was attributed to a non-specific breach in aseptic technique. The patient continued to undergo continues cycling peritoneal dialysis (ccpd) therapy while hospitalized and resumed ccpd therapy at home following discharge. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was an unspecified breach in aseptic technique. Per the pdrn, the events are unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. End-stage renal disease (esrd) patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.